Manufacturer narrative:
B5: upon follow up it was clarified the patient was hospitalized for another indication and not peritonitis; subsequently, the patient was discharged on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for another indication; however, it was not reported if the patient was hospitalized for the event of peritonitis. The patient was treated with vancomycin injection (1gm each bag, once daily, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. It was reported that the patient was recovering from the event of peritonitis. Pd therapy was ongoing. No additional information is available.